Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that the patient experienced a generalized convulsive seizure. It happened when the patients was already at home 8 days after the procedure. The patient presented convulsive seizures and had been hospitalized for 1 week. They received corticotherapy IV 100mg from (B)(6) 2024. The following exams had been performed: tdm on (B)(6) 2024, eeg on (B)(6) 2024, irm on (B)(6) 2024, rx on (B)(6) 2024, tdm thorax on (B)(6) 2024, tdm on (B)(6) 2024. They were released from the hospital without consequences.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.